Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported via a social media website that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient had 16 surgeries and had a colostomy bag. No additional information was provided.